Event description:
It was reported that the ventilator generated a technical error code indicating disabled valves. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating disabled valves. The field service engineer confirmed the reported technical error code in device logs and also found error codes indicating a ventilation error and a communication error in recent logs. The control printed circuit board was replaced according to recommendations in the service manual. The ventilator was cleared for clinical use after passed functional, electrical and safety tests per factory specifications. The control pcb was returned for investigation. No device logs were received. A visual inspection of the returned control pcb showed no anomalies. The pcb was tested in the reference ventilator. Three pre-use checks passed and simulated use test ventilation ran for more than four hours without any deficiency noted. Prior investigation of similar events have showed that the reported technical error codes most probably is sw related. In these cases the technical error codes were preceded by a breathing subsystem error indicating a too long response time in an internal process, leading to that the breathing subsystem stopped executing. The breathing sw stops executing as a safety measure as the communication with the other subsystem is lost. The safety valve opens and spontaneous breathing is enabled. The root cause analysis done by code review for similar events found that the cause was exceeded response time that caused the technical errors.

Event description:
Manufacturer's ref #: (B)(4).